Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead undersensed the atrial channel. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. As result, the lead was extracted and replaced with an alternate.